Event description:
It was reported that during an embolization procedure for arteriovenous malformation using the marathon microcatheter and onyx glue, after the onyx glue was injected, the marathon microcatheter was about to be removed, but the distal tip was found to be broken and could not be completely removed. Catheter separation occurred due to onyx entrapment. The access vessel was the right femoral artery with a diameter of 7 millimeters, and vessel tortuosity was moderate. All broken catheter segments were removed from the patient. The onyx was used normally. The injection was continuous. The injection waiting time was 1 minute. There was no onyx reflux. No surgical or medical intervention was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The dead space of the delivery catheter was filled with dmso, and there was no friction or difficulty during flushing or injection. However, a kink was observed on the catheter. Onyx reflux did occur, though the exact amount of reflux was unknown. The physician paused during the injection, with a waiting time of one minute between injections. The injection rate was followed as indicated in the IFU.

Manufacturer narrative:
Updated: b5, d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.